Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing and automatic mode switch episodes were observed on the right atrial (ra) lead. The physician suspects insulation damage, although it was not confirmed. The event will be resolved by replacing the ra lead during an unrelated procedure. No intervention has been performed at this time. The patient was in stable condition.